Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat end-stage osteoarthritis with natural varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain, swelling, and instability secondary to loosening and varus migration of the tibial tray. Upon entering the joint, the surgeon identified and excised synovitis. A complete capsulectomy was performed along with debridement of tibial scar tissue. The tibial tray was subsided and was grossly loose and debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with attune revision products. The procedure was completed without complications. Doi: (B)(6) 2013; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.